Manufacturer narrative:
This supplemental report is being submitted to correct g3 "date received by manufacturer" in the MFR report #8010047-2021-15162 and provide additional information. According to the information provided by olympus medical systems india private limited (omsi), an olympus employee was aware of a MDR reportable malfunction on (B)(6) 2021. Therefore, the correct g3 "date received by manufacturer" in the initial report is (B)(6)2021. The device was evaluated at omsi. As a result of the evaluation, the following was confirmed. -foreign matter was adhered to the forceps elevator at the distal end. -the adhesive around the light guide lens was dirty. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to information provided by the olympus field service engineer, the user facility reprocessed the device with 3m rapid low foam detergent solution as the detergent and cidex activated glutaraldehyde solution as the disinfectant. In addition, the user facility reprocessed the forceps elevator with the cleaning brush maj-1534 and the channel opening cleaning brush mh-507. Olympus medical systems corp. (Omsc) reviewed the device inspection results, identified defects suggesting inadequate cleaning of the device, and determined that it affected the reported event. The instruction manual states the possibility of infection by insufficient reprocessing. In addition, the instruction manual states the reprocessing method around the forceps elevator and the forceps elevator, as well as the inspection of foreign material in the forceps elevator before use and the cleaning before returning the device for repair. Therefore, omsc determined that the user was able to detect the reported event. The exact cause of the reported event could not be conclusively determined. However, based on the investigation results, the reported event may have been caused by the following: there was a difference between the reprocessing method implemented by the user facility and recommended by the instruction manual. There was insufficient training for the staff of the user facility to handle the device according to the instruction manual, perform reprocessing before returning the device, and how to reprocess. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
A technician at the user facility found an angulation defect during reprocessing and returned the device to olympus. It was not reported whether the user used the device for the procedure with foreign material attached to the distal end. The device was evaluated at omsi. As a result of the evaluation, the following was confirmed. Due to the stretch of the angle wire, the angulation was insufficient. There was play in the angulation control knob due to the stretch of the angle wire. Due to the stretch of the angle wire, there was an abnormality in the neutral position of the angulation control knob. There was a gap in the adhesive of the bending section rubber. The coating of the insertion section was peeled off. The insertion section and distal end were damaged. The distal end was dirty due to insufficient cleaning. The insulation resistance value of the insertion section was out of specification. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of (B)(4) and found that foreign material was adhered to the groove or gap at the distal end. There was no report of patient injury associated with the event.